Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery problem and needs replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Below is updated investigation summary: the remote service engineer (rse) evaluated the device remotely and determined that there was a battery issue. The battery was replaced, and the device was restored to full functionality. The dfm100 battery is a consumable accessory with a useful life of approximately three years; therefore, some variability in the replacement rate is expected. In 2024, dfm100 battery failures exceeded acceptable trending limits and were investigated by philips. Philips reviewed complaints involving alleged battery failures and determined that there were no adverse events or indications of a systemic issue. It was found that, in many cases, device batteries had met or exceeded their expected useful life and simply required replacement. Other cases involved customers failing to charge the batteries or clean the battery contacts, which contributed to the reported issues. No specific battery failure type was identified, and no further action was deemed necessary. Since the investigation of battery-related triggers in 2024 and up to the present time, philips has not found any systemic complaint triggers or adverse trends regarding dfm100 batteries. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to power issue. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse determined that the battery was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was a battery problem. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to power issue. Further root cause analysis could not be determined. The reported problem was confirmed.